Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 00845, 0001822565 - 2019 - 00920, 0001822565 - 2019 - 00921. Product remains implanted.

Event description:
It has been reported that the patient had right knee pain after the surgery. No further information was available at the time of this report.

Event description:
No further information was available at the time of this report.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information is available at the time of this report

Manufacturer narrative:
Concomitant medical products: 00599601652 femoral component 63173848, 00596204012 articular surface use with lps/lps-flex 51 62994116, 00597206535 all poly patella size 35 mm 62758982. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.